Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient started to ¿feel like the sugar was going down quickly¿ and experienced loss of consciousness, no cgm values nor bg values were reported from the day of the event, but the patient stated that ¿nothing had been registering right¿ and because of that ¿she did not realize it¿. Patient stated she lives alone and when she felt like she was getting low, she went downstairs to eat something. She does not remember if she managed to eat something, but as she woke up laying on the carpet floor in her living room, she thinks she probably did not. Patient reported she was unconscious for about 45 to 60 minutes, and when she regained consciousness, she ate something and didn¿t require any other treatment. Patient stated she didn¿t feel well for the rest of that day but felt good again the day after. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.